Manufacturer narrative:
(B) (4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hernia repair procedure on (B) (6) 2003 and mesh was placed. Post-operatively, the pt experienced constant pain, redness in the area, fever, itching, burning, a pulling feeling, aches, stabbing pain, vomiting, nausea, diarrhea, gas, depression, stress, exhaustion, and many other problems. Another surgeon removed the mesh in 2007. After the mesh removal, the pt experienced a worsening of the same symptoms. The pt has been seeing a pain management doctor for over 2 years now.